Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: promus element plus mr ous 2.75 x 38mm stent delivery system was returned for analysis. The proximal end of the device containing the manifold was not returned for analysis. A visual examination of the crimped stent revealed no issues. The stent showed on signs of damage or movement and was set equidistant between the proximal and distal markerbands. The outer diameter of the crimped stent was within the maximum crimped stent profile measurement. The bumper tip of the device was examined and no issues were noted. The balloon cones were reviewed and there were no issues noted. The balloon had not been subjected to any significant positive pressure. A visual and tactile examination of the hypotube revealed multiple kinks. The hypotube was broken at 1230mm proximal to the distal edge of the tip, the proximal end of the device containing the manifold was not returned. An examination of the shaft polymer extrusion revealed no issues. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 22may2018. It was reported that crossing difficulties were encountered. Vascular access was obtained via radial artery. The target lesion was located in the very tortuous left circumflex artery. A 2.75 x 38mm promus element¿ plus stent was advanced; however, it failed to cross the lesion despite multiple attempts. No patient complications were reported and the patient¿s status was stable. However, returned device analysis revealed a broken hypotube.